Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were still in a lot of pain in their back since the surgery a couple days ago. Patient noted the pain had not improved and might have even been a little worse since they had the surgery. Patient reported unexpected stimulation causing pain in their back. Patient mentioned they were taking a pain pill which helped. Additional information was received from health care professional (hcp). It was reported that the patient was experiencing pain on site. The cause of the stimulation causing pain in patient's back was not known. They mentioned patient was healing from surgical procedure, was prescribed antibiotics and was seen on 2024-nov-13 stated pain had improved. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.